Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate shock therapy due to the incorrect interpretation of supraventricular tachycardia as true ventricular tachycardia. Programming changes were made. The patient was in stable condition.